Event description:
It was reported "involved a 69-year-old male patient. Incident occurred on (B)(6) 2025. It was impossible to advance the guide because it kinked at the exit of the catheter. It happened with 2 guides during the same procedure, so we had to use a 3rd one for the same patient. There was no clinical consequence for the patient." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00334 and 3006425876-2025-00335.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "involved a 69-year-old male patient. Incident occurred on (B)(6) 2025. It was impossible to advance the guide because it kinked at the exit of the catheter. It happened with 2 guides during the same procedure, so we had to use a 3rd one for the same patient. There was no clinical consequence for the patient." There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00334 and 3006425876-2025-00335.